Event description:
During a galaxy-assisted bronchoscopy procedure, the system experienced an unintended system shutdown after the second tilt (tool-in-lesion tomosynthesis) sweep. The system was restarted, and the user was able to proceed with the third tilt. No patient harm was reported. Patient demographic information is unavailable.

Manufacturer narrative:
Investigation reviewed manufacturing records and system log files from the case. Analysis determined the observed crash was caused by a software related malfunction (loss of animation and image progressing to system shutdown). This MDR was submitted because recurrence of this malfunction could result in serious injury.